Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus sales representative reported (on behalf of the customer) that during a colonoscopy procedure, the evis exera iii colonovideoscope received a b30 (scope communication error) and e315 (scope error) message with a blank screen. The procedure was completed successfully with a similar device. No medical intervention was required, and no other devices were connected to the scope with no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be reproduced as the subject device was not returned to olympus. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.